Manufacturer narrative:
(B)(4). Date sent: 11/20/2020. D4: batch # u5an49. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present, there were staples present and the green check mark was not illuminated upon installation of test battery, confirming that the device was not fired. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4); only event year known: 2020. Batch#: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the battery on cdh29p never powered up, so they opened another and used it. No patient consequences. The procedure was completed with no patient consequences. No other information available.